Manufacturer narrative:
Film evaluation summary; the cause of the events could not be determined from the films provided. The anatomy at implant is unknown and earlier post-implant films from the 2013 bifurcate implant were not available for review. Lack of CT¿s did not allow for a thorough assessment of the stent graft in-vivo configuration and patient anatomy. Images just prior to implanting the aui for treatment of the type iiib fabric endoleak reported with the bifurcate were also not returned; the endoleak could not be assessed and the cause could not be determined. Analysis of the returned films after implanting the aui did not reveal any stent graft or anatomical characteristics that could explain the reported type iiib endoleak. The exact type and cause of the endoleak seen after implanting the aui also could not be determined from the films provided. This was reported as a type iiia endoleak; however, this appears most likely to have been an ac ute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant aui system and heli-fx endoanchors were implanted in an endurant ii stent graft system during the treatment of a type iiib endoleak. The endurant stent graft system was previously implanted approximately 6 years previously. The current aneurysm diameter is 70mm. It was reported on an unknown date a type iiib endoleak was observed in the main body (etbf2816c166ee). The physician elected to implant a aui system and endoanchors to seal. The aui was extended with an iliac graft. The left iliac was occluded with non-medtronic plugs and ballooning completed. A control angiogram was run and a type IV endoleak with porosity seen around the main body and the aui was observed with contrast seen entering the contralateral side of the main body. The physician ballooned and implanted endoanchors as planned to improve the apposition of the aui stent inside the main body however the endoleak persisted. The physician suspected the problem may be coming from the right iliac side and decided to implant a etlw1616c82ee to cover the area of 14mm of the aui and the 16mm area of the 1620 limb. Ballooning was completed again but the endoleak was still evident. It was also reported when the physician was implanting one of the endoanchors' an unusual "noise" was heard. The physician pressed the backwards button to rewind the endoanchor but the strange noise sounded again. The physician moved the distal part of the applier and it was observed that it was disconnected from the wall of the aorta. The system was removed from the patient and the endoanchor was noted to be fractured with half the endoanchor in the endograft and the other half inside the applier. Per the physician the cause of the type iiib endoleak is undetermined. The cause of the type IV endoleak may in part be due to the patient's anatomy which hindered the apposition of the aui into the main body. The cause of the fractured endoanchor is undetermined. No additional clinical sequelae were reported and the patient will be monitored.